Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0012143363); product type: 0195-heart valves. Product ID: evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves. Product ID: d-evolutfx-2329 (lot: 0012370579); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient, and the valve was deployed. At 80% deployment, it was observed that the valve would not stay in place. The valve was recaptured. Following recapture; however, the dcs was unable to re-cross the native valve. The valve and dcs were withdrawn from the patient. Subsequently, a new valve was loaded into a new dcs and a fluoroscopic loading check was performed. A second pre-implant bav was attempted using a non-medtronic balloon; however, the balloon would not inflate. The procedure was aborted and the new valve was never implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient, and the valve was deployed. At 80% deployment, it was observed that the valve would not stay in place. The valve was recaptured. Following recapture; however, the dcs was unable to re-cross the native valve. The valve and dcs were withdrawn from the patient. Subsequently, a new valve was loaded into a new dcs and a fluoroscopic loading check was performed. A second pre-implant bav was attempted using a non-medtronic balloon; however, the balloon would not inflate. The procedure was aborted and the new valve was never implanted in the patient. No adverse patient effects were reported. Additional information was received that the valve was deployed over a non-medtronic guidewire with a deployment starting point at the bottom of the pigtail catheter. Prior to dislodgement, the valve was at a depth of 0-1 mm on the non-coronary cusp and left coronary cusp, and the valve dislodged towards the aorta.